Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his reservoir was leaking. The patient's blood glucose at the time of incident is unknown. The customer was changing his infusion set and identified insulin in the reservoir compartment. The reservoir was inspected and there were no cracks or splits on the barrel. All components of the reservoir and reservoir compartment were present. The source of the leak was a loose snap cap. The reservoir was returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks were found.